Event description:
Customer informed that she used lifestyles skyn condoms and developed allergic reaction. First, she used benadryl for some days, however, the allergy was not getting better. She decided to go to the doctor on (B) (6) 2009. The doctor told her that she's allergic to latex and also has cervicitis.